Event description:
As reported, during use of the 6f exoseal vascular closure device (vcd), the pulsatile blood flow from the indicator stopped, but the indicator window did not turn black-black until the device was completely withdrawn. Therefore, manual compression was used. After the device was outside the body, when the operator pulled on the guidewire loop, the window could turn black-black. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU), and no abnormalities were observed prior to use. A retrograde approach was used for the procedure. The femoral artery¿s suitability, including sheath insertion angle (30¿45 degrees), was confirmed via angiography. A 6f non-cordis sheath was used, and the vessel diameter was verified to be =5 mm with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance, excess force, or connection difficulties occurred during insertion of the exoseal vascular closure device (vcd). All procedural steps were followed per IFU, including confirmation of pulsatile flow and indicator window change. The device will be returned for evaluation.

Manufacturer narrative:
As reported, during use of the 6f exoseal vascular closure device (vcd), the pulsatile blood flow from the indicator stopped, but the indicator window did not turn black-black until the device was completely withdrawn. Therefore, manual compression was used. After the device was outside the body, when the operator pulled on the guidewire loop, the window could turn black-black. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU), and no abnormalities were observed prior to use. A retrograde approach was used for the procedure. The femoral artery¿s suitability, including sheath insertion angle (30¿45 degrees), was confirmed via angiography. A 6f sheath from non-cordis was used, and the vessel diameter was verified to be =5 mm with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance, excess force, or connection difficulties occurred during insertion of the exoseal vascular closure device (vcd). All procedural steps were followed per IFU, including confirmation of pulsatile flow and indicator window change. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, a non-cordis 6f catheter sheath introducer (csi) was returned for this evaluation inserted on the unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, during use of the 6f exoseal vascular closure device (vcd), the pulsatile blood flow from the indicator stopped, but the indicator window did not turn black-black until the device was completely withdrawn. Therefore, manual compression was used. After the device was outside the body, when the operator pulled on the guidewire loop, the window could turn black-black. There was no reported injury to the patient. The device was stored, inspected, and prepared according to the instructions for use (IFU), and no abnormalities were observed prior to use. A retrograde approach was used for the procedure. The femoral artery¿s suitability, including sheath insertion angle (30¿45 degrees), was confirmed via angiography. A 6f sheath from terumo was used, and the vessel diameter was verified to be =5 mm with no visible calcium, plaque, stents, or stenosis >50% at or near the puncture site. No resistance, excess force, or connection difficulties occurred during insertion of the exoseal vascular closure device (vcd). All procedural steps were followed per IFU, including confirmation of pulsatile flow and indicator window change. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.